Manufacturer narrative:
Date of event: unknown, used the first date of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated his device will no longer hold an erection. He was able to partially inflate, but the device deflates on its own. The patient has an upcoming appointment with the physician for assessment and follow-up.